Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient was faced infusion set tubing leaking at the area where the plastic quick release meets the adhesive patch. Customer inserted infusion set and immediately took bolus and realized issue was occurring right away. Issue got resolved by replaced infusion set and resumed insulin successfully. No further information available.